Event description:
"Temp. Probe for zoll was found to be not intact. Unable to accurately monitor patient's temperature. Baby pod was utilized and alternate temperature gauge was utilized instead. Patient's condition monitored closely for changes."